Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they found the issue during a preventative maintenance service and in addition to what was initially reported, the biomed reported that he found a leak in pneumatic interface module (pim) and errors #2 and #55 in the log. The specific errors indicate a software issue causing random power downs. To fix both issues, the biomedical engineer then replaced the pim and the executive processor board. The iabp is now functioning properly with no leak and is no longer powering down.

Event description:
It was reported that, prior to use on patient, the biomedical technician noticed a leak on the processor board of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.